Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and death occurred. The patient presented with shortness of breath and deterioration of heart function was confirmed. Angiography identified 75% stenosis in the first diagonal (d1) and 99% stenosis in the proximal left anterior descending (lad) artery. The lesions were predilated with a 2.75x20 non-bsc balloon, inflated to 6atm. The physician placed a 3.00x16mm taxus express2 drug eluting stent in the distal portion of the proximal lad to the proximal portion of the mid lad, inflated to 18atm. Timi flow 3 was achieved. Ivus was not performed. Medications: plavix, clopidogrel, aspirin, cilostazol, aspirin. Hf was not improved for myocardial ischemia and the patient entered in hospital. Two days post the initial procedure, after dinner, the patient experienced ventricular fibrillation (vf) and the nurse found the patient falling down. The heart massage and dc was performed. Adrenaline and amiodarone were given and an intra-aortic balloon pump was inserted. Angiography identified thrombosis inside the taxus stent, but flow was timi 3. The thrombosis was aspirated with a thrombuster. The proximal lad and d1 were dilated with 3.25mm non-bsc balloon. A kissing balloon technique was used. Three days post the initial procedure, vf improved due to amiodarone and the patient's condition improved. The patient's blood pressure didn't improve. After 3:00am, continuous hemodiafiltration (chdf) was performed, but the patient became anuric and vf and the blood pressure had not improved. Four days post the initial procedure, the patient died. The certificate of death stated: acute myocardial infarction.